Event description:
It was reported that during the left posterior inferior cerebellar artery (pica) stent assisted aneurysm coiling procedure, the physician reaphed the aneurysm, but could not deploy the stent. The patient's anatomy was very tortuous. "Suddenly, the shaft of the delivery catheter was torn by the pressure that was put on the device." There were no reported complications due to this event and the pt was in a stable condition.